Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on configuration login screen. A field service engineer (fse) updated the system settings to enable auto-login into the user application upon reboot. The station was rebooted during repair work. The electronics drawer and the area around the back of the communication sled and power supply were cleaned. The medications and debris were cleared from the bottom edge of the back panel. The drawer cables were checked and reseated to ensure secure connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system displayed a configuration login screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.